Manufacturer narrative:
(B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. What is the procedure name? Multiple, but mostly total knee and hips. What is the procedure date? Unknown what date did the reaction occur on? Immediately following application what does the reaction look like and how large of an area does the reaction cover? Around the tape do you have any pictures of the reaction? No in addition to product removed was there any medical or surgical intervention performed ( re-operation; re-closure; prescription medication)? If so, please specify. Oral steroid for some if medication was required, please clarify if it was prescription strength. What is the most current patient status? Healed okay can you identify the product code and lot number of the product that was used? Clrus222 was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Some please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) dr. B additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction infection name of surgery? What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown arthroplasty procedure on an unknown date in 2025 and topical skin adhesive was used. Post op of procedure patient presented with skin reaction. The adhesive was removed and oral steroids. Patient currently doing fine. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction infection. Name of surgery? General description of ¿skin reactions/dermatitis¿ is how it was described following total knee and also total hip surgeries. What date /day post op was the reaction noted? Unknown, the physician did not immediately report it to me. Was any surgical intervention performed? No. Were any cultures taken? Results? Please describe how was the adhesive was applied. Per IFU. What prep was used prior to, during or after adhesive use? Yes, but it is wiped off and dried before application. Was a dressing placed over the incision? If so, what type of cover dressing used? Ace bandage. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? All patients responded ¿no¿ before procedure. Is the patient hypersensitive to pressure sensitive adhesives? All patients responded no before procedure. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes. Patient demographics: initials / ID, gender, age or date of birth; bmi unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Product lot of products used? Unknown. Current patient status. Healed. Name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Feels it is an issue with the product. Is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.